Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a therapy harness ferrite bead being set over an integrated circuit, designator u1, in error during the manufacturing of the device. The incorrectly set therapy harness ferrite bead broke u1 leg 16 coming from the analog pcb assembly. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device delivered 68 joules at a selection of 100 joules and the energy delivered was monophasic instead of biphasic. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed.